Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, date of birth, gender, and weight not available for reporting. Date of migration unknown. 510k: this report is for an unknown synfix evolution screw (s)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable. Implant date is unknown, devices have not been explanted. Device is not available for return. Reporter is the company representative. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a post-operative follow up visit on an unknown date, imaging for a previous unknown spine surgery showed that synfix screws had migrated. This was on the l4/l5 implant, the caudal screws on the l5 implant. It is unknown which of the screws migrated or if all the screws had migrated. Concomitant devices: unknown spine implant (part# unknown, lot# unknown, qty unknown). This is report 3 of 4 for (B)(4). This report is for unknown synfix screw.

Manufacturer narrative:
Manufacture date entered in initial report was 2/21/2018. Correct date should have been 2/20/2018 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon believes that the screw migration is related to a bone quality issue and has mentioned vertebral body subsidence. No revision surgery has been carried out, and is not planned at this stage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Listed below are the part and lot numbers of the implanted synfix evolution screws; however it is unknown which of the screws listed below migrated or if all the screws had migrated. Synfix® evolution fine tip screw/25mm ¿ sterile: part # 04.835.125.02s, lot # l187158, quantity (B)(4). Synfix® evolution fine tip screw/25mm ¿ sterile: part # 04.835.125.02s, lot # l186013, quantity (B)(4). Synfix® evolution fine tip screw/30mm ¿ sterile: part # 04.835.130.02s, lot # l186034, quantity (B)(4). Corrected data: common name, product code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.